Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
Erroneous joint behavior - too late swing phase release, stance phase resistance not available; both happened sporadically while walking on stairs. Fall and injury.

Event description:
Erroneous joint behavior. Too late swing phase release, stance phase resistance not available; both happened sporadically while walking on stairs. Fall and injury. Knee has not reached full extension on the stairs.

Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.